Event description:
It was reported that post-operatively the patient experienced tension and pain at the implant site and developed a hematoma. The hematoma was surgically removed. The implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient is enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead: (B)(6) 2011. A 429688 lead (B)(6) 2011. (B)(4).